Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax numeber continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, product discolored.

Event description:
Healthcare professional reported an "intracapsular rupture", "peri-prosthetic shell stage 2" and "color change discovered during surgery". This record is for the right side. The device was explanted.